Event description:
It was reported that, one of the tips of the cadiere forceps instrument broke off. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. During the visual inspection, the instrument was found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Manufacturer narrative:
Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.